Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 29. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024, fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.